Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 246 mg/dl, and the meter bg reading was 23 mg/dl. This level of inaccuracy does present significant medical risk according to the parkes error grid. As a result of the decreased basal delivery, customer's blood glucose (bg) level lowered to 23 mg/dl. Customer was taken to the emergency room (ER) via ambulance and was subsequently admitted to the intensive care unit (ICU). A glucagon injection was administered by paramedics to address bg. Customer was discharged from the ER a few hours later with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.